Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (40-50 mg/dl). Reportedly, the customer's health care professional reviewed bg trends and made necessary settings adjustments to customer's pump settings. In addition, the customer alleged the pump low bg alerts were not enunciating as expected. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer addressed low bg levels with glucose tablets and juice.